Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif with va-dhp implants for a distal humerus fracture. After the screw head contacted a medial plate, the surgeon kept turning the screw by a screwdriver, and then, the screw broke like it was twisted off under its head. The shaft of the screw was determined to be remained in the patient¿s body at a surgeon¿s discretion, because removing it seemed to be difficult. After that, the surgeon inserted a screw to another hole and completed the surgery within 30 minutes delay. It was confirmed that the shaft of the broken screw but no other fragments remained in the patient¿s body by x-rays. From the surgeon¿s view, the breakage occurred because the gap between the bone and plate was somewhat large, which may have overloaded the screw head. Patient status/ outcome: stable no further information is available. This report is for one (1) 2.7mm ti metaphyseal screw slf-tpng/t8 strdrv/34mm-ster this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part # 04.118.534s, lot # 9407082, manufacturing site: werk selzach, release to warehouse date: 09.mar.2015, expiration date: 01.mar.2025, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.118.534, non-sterile lot # 7784557, manufacturing site: werk selzach, supplier : (B)(4), release to warehouse date: 18.sept.2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.